Event description:
Us distributor contacted zoll to report that a patient was treated while at home. The patient was reportedly conscious during the treatment event. The patient received 1 shock. The pre and post shock rhythms are not visible. It is not known whether the rhythm was converted by the lifevest defibrillation. The patient reported being awakened by spouse due to the alarms. The response buttons were not pressed. No injury was reported from the treatment. Holter data is not available for the time of the treatment. Patient went to the hospital for evaluation. It was reported the patient will receive an implantable cardioverter-defibrillator (ICD).

Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The evaluations have not yet been completed. Awaiting distributor's evaluation of returned equipment.